Event description:
Hill-rom received a report from the pt stating he had a preexisting stage 2 wound on his buttocks that is now a stage 4. The pt alleged that the microspheres had leaked and had gotten into his wound. The pt could not confirm that the microspheres caused the wounds to become worse. The bed was located in the pt's home. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. No further info is available on the repair of the bed at this time. The investigation is ongoing, however, if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.